Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of failure code of 550:320:654:0000 (B)(4).

Manufacturer narrative:
The condition of failure to alarm was confirmed due to a disconnection between the inverter harness and the main speaker harness. The inverter harness was reconnected to the main speaker harness to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Event description:
The baxter technician reported a colleague pump that has a failure code of 550:320:654:0000 that had no audible alarm. The reported condition was identified during service. There was no documented patient injury or medical intervention necessary. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.